Event description:
Info was rec'd from a clinic in germany that a pt was observed with diffuse lamellar keratitis (a non-specific inflammatory response) after a refractive surgery. The corneal flap was lifted for scraping and cleaning. Add'l info has been requested.